Event description:
It was reported that during a stenting treatment procedure, the stent inadvertently deployed. A 8x51x75 epic vas stent delivery system was selected to treat a lesion in the hepatic portal region. A 0.035" 180cm non-bsc guide wire was used to access the lesion. The epic stent delivery system was inserted onto the guide wire, but resistance was encountered. When attempting to remove the device, the stent inadvertently deployed outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, the stent inadvertently deployed. A 8x51x75 epic vas stent delivery system was selected to treat a lesion in the hepatic portal region. A 0.035" 180cm non-bsc guide wire was used to access the lesion. The epic stent delivery system was inserted onto the guide wire, but resistance was encountered. When attempting to remove the device, the stent inadvertently deployed outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: received product consisted of an epic stent delivery system (sds). The stent was received dislodged from the sds. There were numerous kinks on the inner member shaft and the end of the exterior sheath was buckled. A .035" outer diameter guide wire was tracked through the lumen without any issues. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).